Event description:
It was reported to ventec that the device continuously rebooted by itself. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided. Ventec reached out to the initial reporter in a good faith effort to obtain additional information about the patient. The initial reporter declined to provide any information regarding the patient.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.